Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins battery was ¿hard to keep charged and died a lot¿. The patient stated for the first one to two weeks it would charge in less than an hour and now it takes at least 2 hours. The patient stated they met with a manufacturer representative (rep) for this issue but it did not resolve them. The patient was advised to follow up with an healthcare professional (hcp). No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient told the manufacturer representative the day before the call that the patient had been told it could take up to 3 hours to recharge their implantable neurostimulator (ins). It was alleged that the patient might be taking a long time to recharge. During the call, technical services reviewed that the fastest speed would take about an hour and the slower speed could be around 3 hours. It was unclear to the manufacturer representative who the patient was. No patient symptoms were reported. Additional information was received from the manufacturer representative on 2018-jan-09 reporting that the reporting representative had been informed of the patient event from another manufacturer representative. It was confirmed that the patient¿s system can take up to 3 hours to charge. No further complications were reported.